Event description:
This supplemental report is being filed to provide additional information that the product has been explanted because the patient had an additional inappropriate shock. There were no additional adverse patient effects. It was reported that this patient received an inappropriate shock on two separate occasions. Review of the episodes noted oversensing of a wide complex with large t-waves and wandering baseline. The presenting data looked different and was representative of a morphological change. An untreated event was reviewed and was suspect for a possible electrode fracture. The patient was brought in for evaluation and noise was observed when the patient was bent over tying his shoe. A boston scientific technical services consultant stated it was likely picking up myopotential noise from the pectoral muscles. The consultant recommended closely monitoring this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions. Review of the episodes noted oversensing of a wide complex with large t-waves and wandering baseline. The presenting data looked different and was representative of a morphological change. An untreated event was reviewed and was suspect for a possible electrode fracture. The patient was brought in for evaluation and noise was observed when the patient was bent over tying his shoe. A boston scientific technical services consultant stated it was likely picking up myopotential noise from the pectoral muscles. The consultant recommended closely monitoring this patient. No adverse patient effects were reported.